Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that immediately following implantation of the rayone toric rao610t into the eye it was observed that the posterior haptic had ruptured necessitating lens explantation. The rayone toric rao610t was explanted through an enlarged incision. A back-up iol was implanted successfully within the original surgery session. The healthcare facility repots that there was contact with the endothelium when explanting resulting in endothelial damage. The patient is reported to have "foggy view" post-operatively. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The available information received to date identifies that hpmc viscoelastic was used. The rayone IFU recommends the use of a sodium hyluronate based viscoelastic. The rayone preloaded injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. The root cause of the haptic damage cannot be established from the evidence and information available. Additional information has been sought from the initial reporter; however, to date, no response has been received.

Event description:
On (B)(6). 2023, rayner received notification from its german affiliate company of an event that occurred during use of a rayone toric rao610t. The event description provided states that the iol was implanted and following implantation it was observed that the posterior haptic had ruptured necessitating explantation of the iol.